Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a displayable history check failed on startup alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Alarms were found in the history due to a corrupted history file. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a scratched case.